Manufacturer narrative:
H6; code 100: dry fired. Visual inspections & results: head rotates abc)yes, nose shroud cracked/broken abc)no, staples in nose a)no b)2 c)3, staples in the track ac)no b)yes, trigger engaged with precock abc)yes. Functional tests & results: cycled instrument ac)no b)yes. Analysis conclusion: a)no conclusion could be reached as to why the reported incident. During surgery. The inst. Was received empty and no functional testing could be performed. B)it was concluded the reported incident during surgry may have been due to a dry fire where the staple was not securely attached to the tissue, causing the staple to retract, and jam in the nose. The inst. Was recieved with 2 formed staples in the cartridge nose, along with excessive dried body fluids and tissue. The staples were removed from the nose and the inst. Fired, and properly formed the remaining 3 staples without incident. C)it was concluded the reported incident during surgery may have been due to an inverted staple in the cartridge. The inst. Was recieved with 2 twisted staples in the nose, followed by an inverted staple, and was empty thereafter. No functional testing could be performed due to the inst. Being empty. It was concluded the inverted staple caused the staples to twist and was due to an assembly error. A)each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. Co strives to understand each incident as it occurrs in order to continuously improve our products. B)the instrument is not designed to be fired while not in tissue or gauze simualtion of tissue. Once the staple is formed, there is no media to pull the staple out of the tip of the instrument. C)the assembly management has been notified of this incident and product inquiry will monitor for add'l occurrences.

Event description:
During a laparoscopic hernia repair, the surgeon fired the ems and jammed. A second instrument was pulled and it also jammed. A third instrument was pulled to complete the case. No consequence to the pt.